Manufacturer narrative:
G4: 06feb2020. B4: 07feb2020. The manufacturer¿s field service engineer (fse) confirmed the reported blower temperature high issue. The fse replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the blower motor assembly was returned for failure investigation (fi). The failure investigator (fi) conducted several tests but the complaint could not be verified. The blower passed all testing with no indication of high temperature or errors. No fault was found in testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13jan2020.

Event description:
The customer reported blower temperature high. There was no patient involvement.